Event description:
A report was received that the patient was experiencing uncontrolled increase of stimulation. Patient's database analysis showed the device exhibits normal device characteristics. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing uncontrolled increase of stimulation. Patient's database analysis showed the device exhibits normal device characteristics. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing uncontrolled increase of stimulation. Patient's database analysis showed the device exhibits normal device characteristics. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect device components involved in the event: model #:sc-2138-70 serial #: (B)(4), description: sc linear lead iii 70cm.

Event description:
A report was received that the patient was experiencing uncontrolled increase of stimulation. Patient's database analysis showed the device exhibits normal device characteristics. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information indicates that the patient's entire system was explanted. Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg). Model # sc-2138-70, serial # (B)(4), description: scs iii lead, 70 cm. Ipg s/n #(B)(4). The complaint regarding the self-increasing stimulation was not verified. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. After activating the latest setting, its outputs were monitored. The stimulation outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes. The device exhibited normal device characteristics. Lead sn (B)(4): visual and x-ray inspections were performed on the lead to ensure the device integrity. No anomalies were found. Ipg s/n# (B)(4). A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Previously listed leads were incorrectly reported and do not belong to this patient: model # sc-2138-70, serial # (B)(4), description: scs 70cm iii lead.